Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with complete heart block, the pulse generator could not be interrogated, there was no response to magnet placement. The device was explanted and replaced. No additional information was available.